Event description:
A report was received that the patient is having trouble charging their implant and receiving adequate coverage. Multiple troubleshooting techniques were done with no success. The patient will be explanted of the entire system.

Manufacturer narrative:
Additional information received indicated that the patient will no longer undergo an explant.

Event description:
A report was received that the patient is having trouble charging their implant and receiving adequate coverage. Multiple troubleshooting techniques were done with no success. The patient will be explanted of the entire system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.